Event description:
The complainant alleged that medics were responding to a call for a pt who was in cardiac arrest and who was undergoing bystander CPR. Upon the medics' arrival, they observed another medic applying the electrodes to the pt. The device display indicated that the pt was presenting a ventricular fibrillation heart rhythm. The medic charged the device to 120 joules, and depressed the shock button, but the device did not discharge. The monitor screen and audible tone indicated that the device was fully charged, although the shock button did not illuminate. The medic then changed the device battery and again charged the device to 120 joules, but again the device did not discharge. The medic internally dumped the charge and recharged the device, but the device did not discharge the energy. The medic then administered a precordial thump to the pt, as the device display still indicated that the pt was presenting a ventricular fibrillation heart rhythm. The medic then obtained a second defibrillator and attached it to the same electrodes and shocked the pt. The pt received a total of five shocks. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.